Manufacturer narrative:
Philips has investigated this complaint. According to the information collected, the patient was moved to another room to complete the diagnostic procedure. A philips remote service engineer (rse) reviewed the system log file. Review of the log file showed a possible issue with the tube rotor/anode and cooling unit. A philips field service engineer (fse) was dispatched onsite for further troubleshooting. Troubleshooting actions confirmed that the tube cooling unit would not power on. The fse replaced the tube cooling unit and returned the system to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the system was unable to do fluoroscopy and a "reselect application" message appeared. The system was in clinical use. No user or patient harm has been reported. A philips field service engineer (fse) visited the site and replaced the x-ray tube cooling unit. The device was returned to expected functionality.